Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the lead was damaged during pocket modification. The rv lead was not used and a replacement rv lead was implanted. It was also reported that during attempted implant of the left ventricular (lv) lead, the lead exhibited high thresholds. The lead was not used and a replacement lv lead was implanted. No patient complications have been reported as a result of this event.